Event description:
As reported by the affiliate, a catheter tip separation occurred for a 6x150mm smart control stent delivery system after experiencing delivery and withdrawal difficulty. They found the tip on the angiography and used a snare to catch it. After that a 6x120mm smart control stent delivery system experienced the same situation and found the tip and yellow break in vessel. They used a snare to catch it again. There was no reported outcome of the event. The target lesion was located in the right superficial femoral artery, and the lesion was a total occlusion. The physician used a .35 non-cordis wire and a 6f non-cordis long sheath. After balloon dilation, the physician decided to use a smart stent. After a standard flush procedure, they inserted the first stent, a 6x150mm smart control stent. However, it was hard to deliver to the lesion. After deployment, the system was still hard to retrieve. Finally after the system was retrieved, they found a catheter tip break under the angiography. They used a snare to catch it. Then, they inserted the second stent, a 6x120mm smart control stent, same situation occurred. When the system was finally retrieved, they found the tip and yellow catheter break in vessel and used snare for catch it again. There was no reported outcome of the event.

Manufacturer narrative:
The product has not been returned for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted 30 days upon receipt. This is one of two products involved with the reported event and the associated manufacturer report numbers are 9616099-2014-00055 and 9616099-2014-00056.

Manufacturer narrative:
This is one of two products involved with the reported event and the associated manufacturer report numbers are 9616099-2014-00055 and 9616099-2014-00056. Complaint conclusion: as reported by the affiliate, a catheter tip separation occurred for a 6x150mm smart control stent delivery system after experiencing delivery and withdrawal difficulty. They found the tip on angiography and used a snare to retrieve it. After that a 6x120mm smart control stent delivery system experienced the same event and the tip and yellow guidewire lumen was found in the vessel. Again, a snare was used to retrieve it. The target lesion was a total occlusion located in the right superficial femoral artery and was pre-dilated. The physician used a .35 non-cordis wire and a 6f non-cordis long sheath. There was no reported outcome of the event. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15657849 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The products were not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time.

Manufacturer narrative:
The product has not been returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Please note that the gender of the patient is unknown. Concomitant devices : 0.35 terumo wire, and 6fr argon long sheath. This is one of two products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2014-00055 and 9616099-2014-00056.

Manufacturer narrative:
The devices were returned for analysis. Additional information was received that the 6x150mm smart control sds was reported to being separated into three pieces by the decontamination lab. It was also reported that the 6x120mm smart control sds inner shaft was separated at 300mm from the distal. It was reported by the affiliate that the 6x150mm device did detach into 3 pieces while being used in the patient. The affiliate provided the following comment: ¿in fact, we found it under angiogram. But when I did the in-service with the physician that we can only know the device detach after stent deploy during pull back, but couldn¿t know what pieces were detached.¿ it is not known how the device separated into 3 pieces instead of the previously report two pieces. It was additionally reported that the target lesion was moderately calcified. The vessel was moderately tortuous and moderately angulated. The devices were not resterilized. There was no anomalies noted when the devices were removed from the package and no anomalies noted during prep. The devices were prepped according to the IFU. Resistance was not met while advancing the devices and a little bit of excessive torquing was required. However, resistance was met while advancing the devices over the non-cordis guidewire. It is unknown if the devices were kinked at the area of separation. The separated catheter parts of the device were not still on the wire when it was discovered. Resistance was met while withdrawing the devices, and excessive force was not required in order to remove the sds devices. There was difficulty withdrawing the device through the vessel, resheathing difficulty and difficulty through the guide/sheath. Approximately the devices separated from the final 1/3. An ev3 snare was used to snare out the separated pieces and there was no difficulty snaring the pieces out. Both stents had been very precisely deployed at the target lesion, and the procedure was completed after stent deployment. The patient did not have any adverse events due to the complication. Product analysis: one non-sterile smart 120/150, biliary - 6x150 was received coiled in a plastic bag. The unit was received separated in three parts (the hypotube-suport member outside of the outer member-y valve and the inner member separated). The inner member was received separated at 56 cm from the distal tip, the separation looks accordinated and with blood residues. Kink was observed in the outer member at 12 cm from the brite tip. The hemovalve was received closed and blood residues were observed inside. The outer diameter (od) of the outer sheath was measured and it was found acceptable. Functional test was performed, withdrawal test was performed with a 6f catheter sheath introducer laboratory sample and no anomalies were found. The unit was sent to sem analysis in order to find the potential root cause of inner member separation. Sem results showed that the inner member surface presented evidence of elongation at the surroundings areas of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the kink condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect these kind of issues; (100% inspection). Handling and procedural factors could be contributed to this condition. The failure ¿inner shaft resistance/friction" reported by the customer was not confirmed since during the functional test no anomalies were found. The exact cause of the reported failure condition could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken. The failures ¿stent delivery system (sds)/ withdrawal difficulty-from vessel/ withdrawal difficulty-resheathing difficulty/ withdrawal difficulty-through guide/sheath" reported by the customer was not confirmed since outer diameter was found within specification and functional test (withdrawal test) was performed without anomalies. Handling and procedural factors could be contributed to this condition. The failure ¿catheter tip/ separated-in patient¿ reported by the customer was confirmed since the inner member was received separated. The exact cause of the failure does not suggest to be manufacturing related since based on sem analysis results the separation showed that the inner member surface presented evidence of elongation at the surroundings areas; additionally controls are in placed at the final assembly and packaging processes to detect this kind of issue; (100% inspection). Procedural factors could be contributed to this condition. Therefore no actions were taken. Additional concomitant devices were provided: ev3 snare. Additional information is pending and will be submitted 30 days upon receipt. This is one of two products involved with the reported event and the associated manufacturer report numbers are 9616099-2014-00055 and 9616099-2014-00056.

Manufacturer narrative:
This is one of two products involved with the reported event and the associated manufacturer report numbers are 9616099-2014-00055 and 9616099-2014-00056. Complaint conclusion: the cc has been updated to reflect return and analysis of the devices. As reported by the affiliate, a catheter tip separation occurred for a 6x150mm smart control stent delivery system after experiencing delivery and withdrawal difficulty. They found the tip on angiography and used a snare to retrieve it. After that a 6x120mm smart control stent delivery system experienced the same event and the tip and yellow guidewire lumen was found in the vessel. Again, a snare was used to retrieve it. The target lesion was a total occlusion located in the right superficial femoral artery and was pre-dilated. The physician used a .35 non-cordis wire and a 6f non-cordis long sheath. Both stents were successfully placed and there were no difficulties encountered when removing the pieces via a snare and all pieces were successfully removed. There was no reported patient injury. One non-sterile smart 120/150, biliary - 6x150 was received coiled in a plastic bag. The unit was received separated in three parts (the hypotube-support member outside of the outer member-y valve and the inner member separated). The inner member was received separated at 56 cm from the distal tip, the separation looks accordioned and with blood residues. Kink was observed in the outer member at 12 cm from the brite tip. The hemovalve was received closed and blood residues were observed inside. The outer diameter (od) of the outer sheath was measured and it was found acceptable. Functional test was performed, withdrawal test was performed with a 6f catheter sheath introducer laboratory sample and no anomalies were found. The unit was sent to sem analysis in order to find the potential root cause of inner member separation. Sem results showed that the inner member surface presented evidence of elongation at the surroundings areas of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the kink condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect these kind of issues. Handling and procedural factors could be contributed to this condition. The failure ¿inner shaft resistance/friction" reported by the customer was not confirmed since during the functional test no anomalies were found. The exact cause of the reported failure condition could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken. The failures ¿stent delivery system (sds)/ withdrawal difficulty-from vessel/ withdrawal difficulty-resheathing difficulty/ withdrawal difficulty-through guide/sheath" reported by the customer was not confirmed since outer diameter was found within specification and functional test (withdrawal test) was performed without anomalies. Handling and procedural factors could be contributed to this condition. The failure ¿catheter tip/ separated-in patient¿ reported by the customer was confirmed since the inner member was received separated. The exact cause of the failure does not suggest to be manufacturing related since based on sem analysis results the separation showed that the inner member surface presented evidence of elongation at the surroundings areas; additionally controls are in placed at the final assembly and packaging processes to detect this kind of issue. Procedural factors could be contributed to this condition. Therefore no actions were taken. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported events. However, vessel characteristics and procedural factors may have contributed to the reported events.